Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient ((B)(6)) experienced pain at the ipg site. Consequently, the patient's ipg was moved ventral on (B)(6) 2016. Device information was requested, but has not been provided to the manufacturer.

Event description:
Additional information received indicated that moving the ipg to a ventral location resolved the issue.